Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no indications of dried fluid inside the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received simulated treatment was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. During the treatment, a soft pl (patient line is blocked) support warning occurred followed by a pl (patient line is blocked) warning, as expected, when intentionally restricting the patient line during a fill phase. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The internal inspection showed indications of a spot of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The cycler tested negative for glucose. Additionally, an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient receiving ¿make sure heater bag is on heater tray and unclamped¿ messages. The patient reported having to do a stat drain during every fill because the cycler is not filling the patient all the way. The patient discontinued treatment during dwell 3 of 5. A review of the patient¿s treatment records identified that the patient drained 5,140 ml during drain 1 of the treatment and 6,426 ml during drain 2 of the treatment. The first drain volume was 207%, and the second drain was 258%, of the patient's largest fill volume of 2488 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual therapy. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.